Event description:
It was reported that after an interventional arterial embolization procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting difficulty was encountered and advancement could not be completed. The safety release was activated retracting the locator wings, which released the device from the tissue tract. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Difficulty in advancing the thumb advancer during thumb advancement/exchange sheath splitting after the procedure as reported, can be influenced by, but not limited to; manufacturing, patient anatomical conditions and user technique. The starclose se devices undergo various thumb advancer assembly verifications and functional deployment testing and must meet specification. In starclose instructions for use (IFU) the list of special patient populations for whom safety and effectiveness of the starclose vascular closure system have not been established includes patients who are morbidly obese. Based on the reported information and the inspection criteria, a definitive cause for difficulty in advancing the thumb advancer during thumb advancement/exchange sheath splitting and associated patient effects could not be determined. A review of the device history record and a query of the complaint handling database were not performed because the device lot number was not reported and the device was not available for analysis. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.